Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00049.

Event description:
It was reported that upon attempted removal of cypher guidewires, the threaded tips of the guidewires on the right and left side fractured and were retained in the pelvic bone. Reference voluntary medwatch (B)(4). This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not taken. Device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review DHR review was not performed as lot number is not known. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that upon attempted removal of cypher guidewires, the threaded tips of the guidewires on the right and left side fractured and were retained in the pelvic bone. Reference voluntary medwatch (B)(4). This is report one of two for this event.